Manufacturer narrative:
The reported complaint of a draining saline bag was not confirmed during visual and functional testing of the returned quattro catheter (lot #192678). No issues or discrepancies were found on the catheter. No leak or malfunction was observed during testing, and the catheter functioned as intended. Visual examination of the returned catheter found no physical damage. During the functional pressure leak test of the returned catheter, all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were found. The balloons did not leak during testing. In addition, the returned catheter was connected to a known- good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was observed, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known-good suk and ran on the thermogard console system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter functioned as intended.

Event description:
A quattro catheter (lot #192678) was utilized to provide ivtm therapy for a post-cardiac arrest patient. Although the customer did not specify the insertion site, the catheter insertion was smooth. The customer reported that during the normothermia phase of the treatment, saline was draining out of the 500-ml saline bag, which is supposed to be a closed system. The thermogard system had not triggered any alarms. Zoll ivtm territory manager assisted the customer in troubleshooting where saline could be going and if there was a breach in the balloons. The decision was made to stop therapy, remove the catheter, and switch to artic sun for cooling. No further information was provided. There was no harm to the patient.